Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves. The fse replaced the buffer valves to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 instrument. The erroneous results were not reported out of the laboratory. There was no report change to treatment, injury, or death associated with this event. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide patient demographics. The customer provided the initial results for seventeen (17) patient samples. The customer reported erroneous results were also generated on (B)(6) 2020. Refer to MDR# 9612296-2020-00102.